Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2024, the patient was taken to the hospital by her boyfriend because of her infection due to kidney stones (not related to dexcom). On the next day (B)(6) 2024, while in the hospital, the patient blood glucose suddenly went up, there were no cgm readings however when the nurse took a bg reading it was 500 mg/dl. After this, the patient removed the dexcom device, she tried to manually enter her blood glucose reading to her pump but it was not providing her any insulin. They decided to remove both devices as it was no longer functioning. During that time she already had fever for 3 days. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was transferred to another hospital. The patient could not recall event details after being transferred to the other hospital. On (B)(6) 2024, the patient was discharged. At the time of the report the patient was fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.